Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 64 mg/dl. She retested using another meter and received a reading of 319 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement test strips were sent to the customer.